Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5fr sheath after a diagnostic procedure. Reportedly, a cuff miss occurred. A non-abbott sheath was used to achieve hemostasis. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Fourteen sterile proglide devices with the same lot number (40620k1) were returned. Functional testing was performed on all devices which passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.